Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that the end-user has used this product for years, and will notify convatec with additional information regarding condition. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to FDA on july 10, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the end-user developed a wound above the stoma located under wafer's mass and border, which was noticed upon removal of product. It is further reported that the end-user was seen by the wound ostomy and continence nurse (wocn) who provided treatment by covering the wound with a hydrocolloid dressing and medihoney along with an unk antibiotic prescribed by the treating physician.